Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at 15:00 on (B)(6) 2020, synthetic absorbable surgical sutures were used for the postoperative patient for wound suture during a general surgery. On (B)(6), it was found out during examination that the patient's wound did not heal, and the exudation caused the wound to be infected. A second operation was immediately arranged for the patient to clean the wound. On (B)(6), the patient's symptoms improved.